Event description:
The consumer reported that the arm rest cushion is missing a screw and is loose. The user scraped his hands on the empty screw hole and used bandaids to cover the scrapes. No medical intervention was sought. No further information was provided.